Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The reason for call was the patient stated they had the device removed last summer because it didn't work for them (it had never worked for their symptoms). Patient stated they just didn't "pay attention" and that they weren't a good patient so it was removed. Agent reviewed information with the patient and emailed device registration to update the patient's record. Documented reported event. No further action was taken by agent.